Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pcbs and connectors were reseated and the software was reloaded. The system was tested and found to be working as intended and put back into service.